Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric sleeve procedure. The stapling device was being used for the transection of the stomach. The device was able to fire but the staple line was incomplete at the distal end. The powered handle stopped advancing due to thicker tissue. It did not lock onto the tissue. It was retracted on its own power. In order to resolve the issue and complete the case, got another handle and reload which worked fine. There was no patient harm. The patient status is alive, no injury. The device sterilization method is autoclave and the type of cleaning is manual.